Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's brother that the customer has passed away. It was reported that the cause of death was blood glucose, kidney and heart failures. The called stated that they believe the customer never used the pump. No further information was provided.